Event description:
Reporter indicated that pt went into status and died four days post-implant. The pt's ncp system had not yet been programmed to on. There is no evidence to date that the ncp system caused or contibuted to the reported event.